Manufacturer narrative:
(B)(4) . The device was returned and evaluated by baxter. The device was tested for 24 hours with no occurrence of system error 322. Review of the history log confirms the system error 322's that were reported. Physical inspection found that the lower aux. Flex was not secured perpendicular to the j4 connector of the I/o pcb. The misaligned connection can trigger an intermittent system error 322. The lower aux, assembly has been replaced.

Event description:
The customer reported that spectrum pump serial number (B)(4) was alarming system error 322. There was no pt injury reported. No further info was available.